Event description:
It was reported that on an unknown date, during evaluation post-operatively, it was observed that in all of the 90 degree screwdriver sets it was impossible to remove the driveshaft assembly from the 90 degree driver, or it was very difficult and there was grinding. This report involves one shaft for 90° screwdriver. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Only the event year is known. Additional product codes: dzj, dzi. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned shaft for 90 screwdriver had no surface damage/defects that could have contributed to the complaint condition. The device was returned with all the components still in assembled condition; however, the components could not be disassembled, this condition is related with the customer complaint. The dimensional inspection was not performed for the shaft for 90 screwdriver due to not being applicable to the complaint condition. A functional test was performed to asses the device interaction issue was conducted. The inner shaft could not be removed from the screwdriver shaft. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the shaft for 90 screwdriver as the device components could not disassembled. The root cause for the reported complaint condition is attributed to a design- related/manufacturing issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, conforms device history part no.: 03.505.003 lot no.: 8152677 manufacturing location: selzach supplier: (B)(4). Release to warehouse date: 16.nov.2015 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.